Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient said, "it feels like the implanted battery is burning at times - even when I am laying down and it's on low. It's really painful." Per the md the patient may have multiple herniated discs, so the md order a MRI. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the burning sensation was not determined. The patient's hcp reported that the burning sensation was more 'everywhere' rather than just at the ins site and that they believed that the burning was due to a herniated disk and not the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.